Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, it was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. As a result, it was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.